Manufacturer narrative:
Product complaint # ==> (B)(4). This is a duplicate of 1818910-2019-90015. 1818910-2019-110769 is being retracted as it is a report duplication. 1818910-2019-90015 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Medical records received 17 june 2019 and were reviewed 27 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty and a revision of the left uni-compartmental arthroplasty. This pc pertains to the right knee. The surgeon utilized depuy components and two depuy cements. No complications were noted in the surgical notes. On (B)(6) 2015, the patient underwent a revision of the attune posterior stabilized rotating platform to a sigma tc3 rotating platform component with metaphyseal sleeves to address an unstable right knee. The surgeon reported that tibial component had subluxed posteriorly disengaging the posterior post. The surgeon noted that the rotational instability was of unknown etiology and decided to remove both the femur and tibial components. There was a crack noted in the medial condyle of the femur, which was ¿fixed¿ with 7.3 cancellous screw. Depuy components were placed along with 2 smartset cements during the revision. Doi: (B)(6) 2015. Dor: (B)(6) 2015 (rt knee).